Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, sn (B)(4) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori-assisted tka surgery, four disconnect error messages were displayed while using the real intelligence robotic drill during distal femur cutting. The issues were solved through the troubleshooting steps ((B)(4)). Also, a bad console error message was displayed while using the real intelligence cori system ((B)(4)). The was system rebooted and the procedure was able to continued without any significant delays (fewer than 30 minutes) and no patient was harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.